Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomaly related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported surgical intervention was undertaken to explant and replace the pt's (B)(6) leads due to erosion. During the procedure, the leads were confirmed to be protruding from the skin; however, there reportedly was no evidence of infection. The explanted devices were retained by the medical facility.